Event description:
A hospital in (B)(6) reported via a distributor the heaterwire of an rt340 adult breathing circuit was not heating. No patient consequence was reported.

Manufacturer narrative:
(B)(4). We are currently in the process of obtaining the complaint device from the hospital. We will provide a follow-up report upon receipt of the complaint device and completion of our investigation.

Manufacturer narrative:
Method: the complaint rt340 adult dual heated evaqua breathing circuit was returned to fisher & paykel healthcare in (B)(4) for evaluation. The electrical resistance of the heater wires of the inspiratory and the expiratory limbs was tested using a calibrated multimeter. Results: electrical resistance testing showed the expiratory heater wire was within specification; however, the inspiratory heater wire was outside of the specification. A lot check revealed no other complaints of this nature for lot number 120721. Conclusion: electrical open circuits in heater wires can be associated with insufficient connection of the heater wire pin during production, such that it is unable to provide continuity for the full period of use. All rt340 breathing circuits are resistance and continuity tested during production, and those that fail are rejected. This suggests that the subject inspiratory heater wire became out of specification after the breathing circuit was released for distribution, likely as a result of insufficient connection. (B(4).

Event description:
A hospital in (B)(6) reported via a distributor the heaterwire of an rt340 adult breathing circuit was not heating. No patient consequence was reported.